Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this pacemaker system exhibited out of range pacing impedances on the right ventricular (rv) channel. The system was reviewed and no programming changes were performed. Further review will be performed at the next scheduled follow-up. This pacemaker and the rv lead remains in service. No adverse patient effects were reported.